Event description:
It was reported that noise was observed on both the right atrial (ra) and right ventricular (rv) channels. The involved leads were both non-boston scientific products. Technical services was consulted. Upon review, a stored signal artifact monitor (sam) episode was found due to oversensing of the minute ventilation (mv) feature signals on the right atrial channel. Lead impedances were within range during the episode. Over the past year, impedance measurements on both lead have been variable. In addition, the rv lead has been exhibiting high, but stable threshold measurements. Technical services recommended troubleshooting and programming options. Subsequently, the device was reprogrammed. The ra and rv leads remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)